Manufacturer narrative:
(B)(4). Evaluation: method - lens work order search. Results: a lens work order search was performed and no similar complaint was found within the same work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated, the surgeon inserted an (B)(4) three piece silicone lens. The doctor did not like the way it looked. Lens was removed. Backup lens was implanted. Primary lens was discarded. Further information has been requested but none has been forthcoming. A supplemental medwatch will be submitted when further information is available.